Manufacturer narrative:
Qn#(B)(4). The customer returned one dilator for evaluation. Visual examination of the dilator tip confirmed a small portion was separated and not returned. The points of separation appeared white and jagged, indicating that undue force contributed to the damage. Approximately 2 mm of the dilator tip was separated and not returned. The total length of the dilator measured to be 4.01" which is within specifications of 3.75-4.25" per product drawing. The inner diameter of the tip could not be measured due to the damage. The outer diameter of the dilator body measured to be 0.1355" which is within specifications of 0.135-0.138" per product drawing. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation and bleeding." The customer report of a damaged dilator tip was confirmed by complaint investigation of the returned sample. A portion of the dilator tip was separated and not returned. The fractured surfaces appeared white and jagged, indicating unintentional user error (undue force) caused or contributed to this event. A device history record review was performed with no relevant findings. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports that during removal of the dilator it was noted that a small part (approx. 1x2mm) at the tip of the dilator was missing. It's is unknow as to where the missing part is. No intervention reported. An attempt was made to locate the missing part via an ultrasound device, but without success. The dilator was more difficult to place because of the hard skin of the patient. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The device (catalog# de-15955-s) is not sold in the us. Similar product/component sold in the us.

Event description:
The customer reports that during removal of the dilator it was noted that a small part (approx. 1x2mm) at the tip of the dilator was missing. It's is unknown as to where the missing part is. No intervention reported. An attempt was made to locate the missing part via an ultrasound device, but without success. The dilator was more difficult to place because of the hard skin of the patient. The patient's condition is reported as fine.